Event description:
Caregiver, before opening an incentive spirometer, noted a dead fly in the packaging. Manufacturer response for incentive spirometer, voldyne 4000 (per site reporter) this product is ordered thru concordance distributor. Customer service representative notified [phone number redacted] of equipment failure on [date redacted]. Product will not be returned. Account credit will be received.